Manufacturer narrative:
The discomfort caused by the location and position of the ipg was not confirmed. This issue cannot be confirmed with product testing alone. The ipg was returned without any physical anomalies that would contribute to the issue. It successfully bonded with a lab cp multiple times without any connectivity issues observed. The uep inductive tool showed the device was in the therapy application state and functional. The device was tested to manufacturing specifications using the ate and passed all tests. No physical or functional anomaly that would contribute to the reported issue was confirmed. The root cause of the issue could not be determined.

Event description:
New information received states that device was explanted, and a new device was implanted. There were no complications during the procedure. Device was programmed successfully. Patient was stable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced discomfort. Upon x-ray review the implantable pulse generator was sitting at superficial edge resulting in the patient experiencing discomfort. A surgical intervention is anticipated in the near future. No additional information is available at this time.